Event description:
Reporter noted while completing a minor surgical procedure with ophthalmic cautery in right hand, surgeon felt a sharp pain on the radial aspect of right small digit, left index and small finger (radially). Sparks, smoke and the 4x4 gauze ignited. Pt had a 4cm x 2.5cm burn to their back; area was very red. No intervention required, but surgeon felt this could cause injury if it recurs.